Event description:
A patient reported that when her left eye is covered, she is unable to read or see clearly with the right eye which was implanted with a preloaded monofocal intraocular lens (iol). The patient described her vision as blurry and non-functional. The patient is unsure of when the issue started but became aware of it during a visit to the department of motor vehicles, where she discovered the problem after covering her left eye and realizing she could not see out of it. No further information was provided.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided. But the best estimate date is between jul 9, 2019, and jul 28, 2025. Section d6b: if explanted; give date: not applicable, as the device remains implanted. Section h3: the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.